Event description:
The palmaz genesis was to be used to stent the pulmonary artery. The product was inserted into the sheath, and the catheter advanced up to position for stenting, at which point the physician realized that the stent had come off the balloon. Detached stent was found in sheath valve and removed. The product will not be returned for analysis.

Manufacturer narrative:
The product was not returned for analysis. Device history record review was conducted, and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.